Event description:
The surgeon asked for a gia stapler (gia 80 3.8mm). It was handed over in one piece. It was taken apart to be placed upon the tissue to be dissected when the surgeon asked for it to be "fixed." The scrub tech and nurse looked at the stapler and saw that the top hand piece had locked not allowing the other half to seat itself into the bottom half of the stapler. It was handed up again to the surgeon in one piece. She separated the pieces and again tried to approximate the stapler to fire. The stapler locked again and did not seat at which she gave it back and asked for another new stapler. There was no patient injury. The stapler was bagged with the rest of its packaging material.